Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The yellow tamper seal on the returned jar was broken and misaligned. The label on the outside of the jar showed watermarks suggestive of fluid damage. As reported in the event, the jar was previously opened; therefore, a cap torque test was not performed to evaluate against the difficult to open jar allegation. It is possible a reading from the torque tester would be unreliable as the jar has been compromised. Upon opening the jar, dried, crystallized glutaraldehyde residuals were observed on the shoulder of the jar threads. Thin remnants of gasket material were found stuck to the rim of the jar. White particulates were observed inside the jar. The gasket was found secured within the lid. The gasket showed small pits in the rubber. The particulates were sent for results. These particles were spectroscopically consistent with polydimethylsiloxane. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve jar was difficult to open. The jar was able to be opened and jar lid gasket was stuck to the glass jar. Subsequently a new valve was used. No adverse patient effects were reported.